Event description:
It was reported that signal loss occurred. The patient experienced signal loss which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient reported that her friend tried to call her 15 times and was not getting an answer. So, her friend decided to break into her house to check on her. The patient was found lying on her bed, unresponsive, and sweating. The patient¿s friend tested her bg (blood glucose) meter reading, which was 23 mg/dl. The patient stated the cgm (continuous glucose monitor) was in signal loss, and she was not receiving cgm readings at the time of this event. It was reported the signal loss occurred for over 3 hours. The patient was treated (by her friend) with nasal glucagon powder and orange juice. The friend then called ems (emergency medical service). Once ems arrived, the patient¿s bg meter reading was up to 70 mg/dl. There was no documentation of medication or treatment provided to the patient by ems. The patient recovered at home after treatment. The patient was ¿feeling better¿ but ¿sluggish¿ at the time of the report. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.